Event description:
It was reported by repair work order that the motion interrupt pan was damaged. It was further reported that certain functions on both siderails were not functional due to damaged siderail cables. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.